Event description:
It was reported that during a sigmoid colon resection procedure, the scrub nurse tightened the device down to get the orange bar into the green zone. She attempted this several times without success. The surgeon took the device and with force tightened the anvil down on the device. The surgeon fired the device and during the anastomosis of the colon, the stapler jammed; it cut and did not staple. Due to they had not prepped the patient bowel for surgery, the contents dumped into the abdomen. The surgeon performed a temporary colostomy on the patient. They irrigated and suctioned to clear out the bowel spillage. The pt has now been discharged and is stable.

Manufacturer narrative:
Date sent: 06/18/2009.